Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the base unit is very loose and all the components are very worn. The dealer states that the patient did tip over in the past but he doesn't know when and there was no injury that he is aware of.